Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s battery was dead and apparently in an over discharged state and was therefore unable to use the patient programmer (pp) to verify the implantable neurostimulator (ins) was in MRI mode. It was reviewed that the patient needed to be brought out of over discharge and charged in order for the pp to work. It was noted the top of the patient¿s lead was at t9 so it was in the spine. The patient¿s physician later reported that the device was not in over discharge. The patient was experiencing breakthrough pain and was going to be undergoing further work-up and reprogramming for the cause of the pain and symptoms in the hands. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.